Event description:
Infusion pump with 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.